Event description:
It was reported that during a da vinci-assisted pancreas and duodenum surgical procedure, the maryland bipolar forceps tip pieces broke and spread. A self-inspection of the ultrasonic knife was performed before the surgery, and there was absolutely no instrument collision during the operation. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. It was a prostatectomy surgery, and after dissecting, while controlling the bleeding and performing suction, a fragment was found inside the body. It is unknown what the surgeon believes was the cause of the instrument breakage. The instrument was in use for about 2 hours. The surgeon did not notice functionality issues during a surgical procedure. A collision was not observed, but it is not certain whether there was an impact. The wrist of the instrument was straightened during the removal, and no resistance was noted upon removal. Upon final removal of the instrument the wrist was straightened, and no resistance was noted while removing the instrument through the cannula. The surgical staff did not notice any damage to the cannula or instrument after the event. All visible fragments were removed, and sufficient irrigation was performed. They matched the retrieved fragments with the instrument and thought that a small part of the black tip, not the metal part, had broken off. No additional surgical procedure was required to remove the remaining pieces. There were no post-surgical tests like an x-ray or ultrasound were performed. The procedure was completed robotically with no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument is available for review, it is unknown if fragments were sent with the return material authorization (RMA), they were initially put in the envelope. The customer clarified that bleeding was noted on prostate tissue during dissection. The bleeding was expected during dissection. After the prostatectomy and suturing, there was no further bleeding was noted. No blood transfusion was administered. The bleeding was not related to a da vinci instrument or accessory and was expected as part of the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken molded insulator. Broken pieces, measuring approximately 3.17mm x 2.24mm, 5.33mm x 1.29mm, and 3.19mm x 2.36mm were returned with the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional observations related to the customer reported complaint: due to the broken molded insulator, a detached fragment is observed and was returned with the instrument. The instrument was found to have a dislodged grip tip. The dislodged grip tip, measuring approximately 4.25mm x 17.29mm, was returned with the instrument. This failure is likely caused by the broken molded insulator. The instrument was found to have a broken conductor wire at the distal end. The break on the conductor wire is located at the molded insulator. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: a review of an image provided by the customer revealed the following: the image appears to exhibit an sp maryland bipolar forceps instrument with a broken molded insulator. Also, additional failure analysis of the instrument was performed. The instrument's grip bases for both the broken and unbroken side were inspected and no bending or additional damage was observed.